Event description:
The hosp reported that after an endoscopic vein harvesting procedure, they were disconnecting the extension cord from the hemopro 2 and the plastic cover pulled away from the housing cable. No replacement was required as the procedure had already been completed. The hosp did not report any pt effects. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Internal file number - (B)(4).